Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat incontinence, lateral cystocele and incompetent pubocervical tissue. It was reported that following insertion the patient experienced pelvic and vaginal pain, lower back pain, difficulty during sex and bladder is hanging out. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced spotting, bulge, incomplete emptying, and pelvic discomfort.

Event description:
It was reported that following insertion the patient experienced spotting, bulge, incomplete emptying, and pelvic discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.